Event description:
It was reported that tip of the confidence introducer needle broke off in a patient's bone during a cement injection of a right iliac crest and acetabulum. The broken tip remains in the patient¿s bone. The hospital is conducting its own review and it is expected that the product will be released upon their final review.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence introducer needle was not returned for evaluation as it was retained by the hospital for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence needle was conducted on the specific code from the complaint as any change in geometry of the needle would change the forces placed on the tip. This analysis found no emerging trends. The root cause for the needle tip breaking cannot be positively identified. However, it may have been due to unanticipated forces placed on the needle during surgery. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. A follow-up will be filed upon the completion of the evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device retained by hospital.